Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. No anomalies were found. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted the proximal portion of the balloon catheter returned, but the distal portion was not. Visual inspection found catheter shaft was kinked, and dried blood was observed on the catheter shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hook catheter kinked, causing the tip of the balloon catheter to snap off. The product was removed and different product was used to complete the procedure. No patient complications have been reported as a result of this event.